Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a full power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced a "no fw reason" power on reset. The right atrial (ra) lead exhibited a high impedance alert. The ipg and lead remain in use. No patient complications have been reported as a result of this event. It was further reported that the ipg reset was cleared. It was further reported that the device was analysed and tested out of specification.